Event description:
The intralase fs laser was used to create bilateral corneal flap for lasik surgery. At thirty days postoperatively the pt presented with epithelial ingrowth on the right eye (od) and a flap lift and rinse was performed. Additionally, the pt was treated with topical steroids. The pt's preoperative bcva was 20/20 and post-operative bcva is 20/30. The association between the event and the device is unknown.

Manufacturer narrative:
On 10/23-24/06, an intralase field service engineer (fse) evaluated the device and found it to be within specification upon departure. In addition, an intralase clinical application specialist (cas) performed surgery support on 10/25/06, evaluated the device and found the system met specifications and performed as intended.